Event description:
Alleged event: the clip did not lock around the cystic duct during a lap chole. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1500626 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.